Event description:
It was reported that a t shock was performed during implant, pacing did not capture. The device charged to 15j but only delivered 0.8j. A loud "pop" was audible when vf induction shock was delivered. The patient became agitated and acted as if he was in pain. No patient complications have been reported as a result of this event.